Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on 1925 pages of medical records info it appears that on (B)(6) 2011, this pt was admitted to the hospital with tachycardia. The pt experienced tachycardia that morning at the beginning of her dialysis which persisted. The pt was able to complete treatment. Medical records reveal that the pt was non-compliant with medication regimen - especially her phosphate binder, and her diet and her dialysis treatments. Medical records also reveal that the pt had chronic tachycardia and hypertension. There is no documentation in the medical records that shows any casual relationship between the pt's dialysis treatment and products during the treatment to the pt's hospitalization for tachycardia. A supplemental report will be submitted upon completion of the plaint's investigation.

Event description:
On (B)(6) 2011, this pt presented at the ER with tachycardia. The pt experienced tachycardia that morning at the beginning of her dialysis which persisted. The pt was able to complete treatment. Pt's temperature was 100.1 with a pulse rate of 134. The pt had mild to moderate facial and arm edema. The etiology of th pt's leukocytosis was not known.